Event description:
It was reported that the device had an illuminated service indication. There was no pt use associated with the reported failure. Upon further evaluation by physio-control, it was observed that a critical event code was logged multiple times. This event code could prohibit the use of the device for defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.